Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: per the reported information, the device will be returned. The reported product has not been returned to the complaint handling team to date; therefore, an analysis of the physical product could not be performed. Root cause: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism, which could have caused the anchor to break. The manufacturer's internal reference number is: (B)(4). Additional information: g3: "date received by manufacturer". A3: "sex". B3: "date of event". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
It was reported that the upper button on a silent nite 3d sleep appliance broke off on (B)(6) 2025. The patient reportedly stopped using the device after the reported event occurred. No harm or permanent injury was reported.

Manufacturer narrative:
The device has not been returned for analysis. Several attempts have been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).